Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. After the lss, there was oversensing of noisy signals in the rv channel. The device was reprogrammed to unipolar pacing and bipolar sensing. It was noted there was a high capture threshold. Also, the device declared explant. The device has been implanted for 11 years and expectations for longevity have been met. Technical services (ts) discussed replacing the rv lead and this pacemaker. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
New information updated for section e.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. After the lss, there was oversensing of noisy signals in the rv channel. The device was reprogrammed to unipolar pacing and bipolar sensing. It was noted there was a high capture threshold. Also, the device declared explant. The device has been implanted for 11 years and expectations for longevity have been met. Technical services (ts) discussed replacing the rv lead and this pacemaker. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. After the lss, there was oversensing of noisy signals in the rv channel. The device was reprogrammed to unipolar pacing and bipolar sensing. It was noted there was a high capture threshold. Also, the device declared explant. The device has been implanted for 11 years and expectations for longevity have been met. Technical services (ts) discussed replacing the rv lead and this pacemaker. This pacemaker remains in service. No adverse patient effects were reported.